Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by customer's mother that they were unable to remove battery cap. The customer also experienced high blood glucose of 500mg/dl. The customer's mother stated they made several attempts to remove battery cap, but was unsuccessful. The customer was advised to discontinue the use of the insulin pump if the battery is low. Advise to monitor the pump closely if they continue to use the pump. The customer was advised we are sending a replacement pump since they are unable to remove battery cap.

Manufacturer narrative:
The pump passed the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart and all operating current measurements. The pump was received with a cracked reservoir tube lip, cracked battery tube threads and a stripped battery cap coin slot.